Event description:
During a pci procedure in an unspecified lesion, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is listed as "good".